Manufacturer narrative:
The returned device was evaluated and the soft cannula, cannula plug, and formed needle were not present in the pod. The shelf mode current was higher than specification. The bottom two batteries had less than expected amount of voltage. Fluid and discoloration was found on the top and bottom battery. The outer housing had cracks. Because the complete fluid path was not present, the pod could not be tested for internal leak sources. It could not be determined when this damage occurred or if this effected insulin delivery while the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose.   Chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to 280 mg/dl. As treatment, the patient applied a new pod.